Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 20ml ll s/su stopper was defective / deformed. The following information was provided by the initial reporter translated from portuguese to english: the black rubber of the syringe is damaged and unusable. Additional information provided: is there any patient impact, if yes, please explain in detail? A: no. Can you please confirm the date of event? A: 29/01. Can you please confirm the affected quantity? A: one unit. Was anvisa notified? If yes, what was the notification number? A: yes, 2025 01 004309. For sample collection and replacement, please inform. Name of organization - (B)(6). Cnpj number - (B)(4). Icms taxpayer (yes/no) - no. Product purchase invoice number - I don't have one. Sector/department - dispensing pharmacy. How many units are available for collection - one unit. Is the sample contaminated, if so, the substance - no. Full address (street, zip code, neighborhood, city and state): (B)(6). Contact name/telephone: contact via e-mail.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the black rubber of the syringe is damaged and unusable. To aid in the investigation, three photos were received for evaluation by our quality team. The provided photos show the failure of the stopper positioning. This occurs during the assembly process when there is a misalignment of components. This type of condition only affects the component¿s appearance, as the equipment automatically rejects pieces that do not meet the tightness limits, reducing harm to third parties in case of use. A device history record review was completed for provided material number 990687, lot 4207886. Inspections were carried out according to plan and no record of this defect was observed. There were no quality occurrences or maintenance events related to this incident. Current controls include visual inspections every hour during the material cycle in the packaging process. To date, there have been no other similar events reported for this lot. Based on the investigation, bd confirms the complaint.

Event description:
No additional information received.